Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, upstream occlusion alarm, which was not reproduced but confirmed through a review of the device event history log. The device passed testing and no component could be identified for causality.